Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported separation; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with 90% stenosis and mild calcification. The 2.75x15mm nc trek balloon dilatation catheter (bdc) had no resistance during advancement and was attempted to be used for post-dilatation, however, the proximal shaft was noted to be fractured and separated in two pieces. There was resistance during removal with the guiding catheter but force was not applied. The proximal shaft was simply withdrawn. Another balloon was used to continue with the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.